Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valve was determined. Permeability test: a permeability test has shown that the m.blue is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical position. The results show that the m.blue is operating within the accepted tolerance in the horizontal position, but not within the specified tolerances in the vertical position. A slower outflow in the vertical position of the could be determined. Adjustment test: the m. Blue valve was tested and is only adjustable in the pressure stages 24 to 40 cmh2o. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the partial non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in m.blue results: based on our investigation results, we can determine a slower outflow in the vertical position of the valve as well as a partial non-adjustability. The determined deposits can be named as the cause for the functional deviations. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue (#fx800t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in overdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 8 years; height: 136 centimeters (cm); weight: 24 kilograms (kg); gender: male. Same event as medwatch# 30047214329-2023-00131.